Event description:
End-user reports a 'circumferential redness accompanied by itching' to the peritoneal skin under the tan tape coller portion of the stomahesive wafer.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The end user stated she usually changes her wafer every 7 days, uses dove soap to cleanse her peristomal skin, allkare adhesive remover and stomahesive powder followed by 3m barrier wipes. The end user was re-educated on proper skin care, the usage of stomahesive powder and the usage of skin protective barrier wipes. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for eval is not expected.